Manufacturer narrative:
(B)(4) d10: medical product: nexgen rotating hinge knee left size d cemented option femoral component: catalog#00588001401, lot#64366811; 12mm height size d articular surface with hinge post extension: catalog#00588004012, lot#64495449; size 3 precoat cemented tibial component: catalog#00588000300, lot#64276295; 12.7mm diameter 30mm length straight stem extension combined length 75mm: catalog#00598801212, lot#64383953; copal g+c cement 1x40: catalog#66017790, lot#94354754, qty#3; copal g+c cement 1x40: catalog#66017790, lot#94064905. G2: foreign: germany. H6: proposed component code: mechanical (g04) - stem. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee procedure. Approximately four (4) years post-implantation, the patient presented with pain and slight instability in the implanted joint however diagnostic images did not reveal any abnormalities. Ten (10) months later, the patient experienced a knee distortion and began to experience extreme pain. Imaging detected a fracture of the femoral component between at the connection to the femoral stem. A revision surgery was performed where extensive metallosis was found throughout the joint and a distal femoral bone fracture was also noted. The femoral components were exchanged without reported complication. Due diligence is complete as multiple attempts have been made however it was reported that all available information has been provided.